Manufacturer narrative:
Corrected data: previously submitted MDR indicated that the suspect medical device was the generator; however, this is actually the lead. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received indicating that device diagnostics resulted in high impedance. The device was programmed off and the patient was referred for surgery. The patient underwent lead replacement surgery on (B)(6) 2013. The lead was clipped leaving the electrodes attached to the nerve. It was reported that there was a lot of fibrosis on the nerve. Device diagnostics with the new lead were within normal limits. The device was programmed on during surgery. The lead was received for analysis on (B)(6) 2013. Analysis of the lead is underway, but has not been completed to date.

Event description:
On (B)(6) 2013, a physician reported high impedance during normal mode and system diagnostics. The device was disabled and x-rays were requested. The patient had an episode of status epilepticus. The patient previously had a positive response to vns therapy. Three months prior, diagnostics were within normal limits. The patient had a fall in the bathroom, and after this trauma, seizures increased to the episode of status epilepticus on (B)(6) 2013. Follow-up showed that the trauma occurred two months prior. X-rays were taken but would not be provided for revision. Diagnostics from (B)(6) 2013 were within normal limits. The patient had a pre-vns history status epilepticus. The patient also had a colostomy four years ago. The episode of status was not believed to be related to vns. The patient had been control of his seizures since vns implantation. No change of medication or vns programming or external factor preceded the status episode. The patient experienced an increase in seizures one month ago, prior to the episode of status. The patient¿s mother observed that the magnet was not effective. Vns was not believed to have caused the event. The patient was in the emergency room, and his medications were adjusted to control the seizures. The principal seizures of this patient are focal, but during the event, this patient had increase focal seizures with secondary generalization and tonic ¿ clonic generalization. The patient was referred for surgery. Surgery is likely but has not taken place.

Event description:
Additional information was received that the patient underwent surgery on (B)(6) 2013. During the surgery, the surgeon reviewed the generator and lead pin insertion. The surgeon re-inserted the lead pin to the generator. Several subsequent diagnostics tests (system and normal mode) were performed, and the results obtained were ok and within normal parameters. Four system diagnostics were performed. The vns was turned on with 0.50 ma, and three normal mode diagnostics were performed. The final settings were provided.

Event description:
Abrasions on the outer silicone tubing were noted at multiple locations. The outer silicone tubing appears to have been compressed at multiple locations. The lead assembly has remnants of what appear to be dry body fluids inside the inner silicone tubing. No obvious point of entrance was noted other than the cut end of the returned lead portions. Incisions in the silicone tubing of the returned lead portions were necessary to perform proper inspection of the lead coils. Based on the appearance of the returned lead portions, it is believed that the identified tool imprints and kinks. Were most likely caused during the explant procedure. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations typical wear and explant related observation, no anomalies were identified in the returned lead portion. An implant card was received which indicates the lead explant reason was due to fibrosis. No other information has been provided.

Manufacturer narrative:
Corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator. Operator of device, corrected data: previously submitted MDR indicated that the patient was the user; however, this should be the medical professional.

Manufacturer narrative:
Review of programming history. Device failure is suspected but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death.